Event description:
It was reported that during a routine follow-up oversensing in the right ventricular channel was observed. Reprogramming was performed. There were no consequences for the patient.

Manufacturer narrative:
(B)(4).